Manufacturer narrative:
The event date is unknown along with further device information. The implant date is estimated to be 2012. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
This report is related to a (B)(6) patient. It was reported the patient had been receiving inadequate therapy/coverage. Imaging results revealed no anomalies. The patient's lead was later explanted and replaced with a different model. Surgical intervention addressed the patient's issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.